Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Unable to confirm needle anomaly due customer did not return needle. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Customer complaint for needle anomaly could not be confirmed due to customer did not return needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced bleeding, differences between sensor glucose and blood glucose levels and the insulin delivery was suspended due to the difference in the glucose values. The customer's blood glucose was 186 mg/dl and the sensor glucose value was 101 mg/dl at the time of the incident. The customer reported no adverse event. The event involved product(s) mmt-7040b, mmt-1884. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 85 mg/dl and it is beyond the 30% limit. No harm requiring medical intervention was reported. The customer will discontinue using the sensor. Mmt-7040b was requested and customer response was the device will be returned. No product return is required for mmt-1884.